Manufacturer narrative:
Unique device identifier: ((B)(4). Mayfield modified skull clamp (a1059) was received with the lock has slight rotational and lateral movement and a residue buildup is present, however this should not cause it to lose pressure. Unit need new components added to replace worn internal parts; general maintenance and cleaning required at this time. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00096: a facility reported that the mayfield modified skull clamp (a1059) would not hold pressure. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.